Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump cartridges had leakage and high blood glucose reading. Customer cannot recall the blood glucose reading. Customer did not troubleshoot. The product was not returning for analysis.